Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 0 occurred. Reportedly, a cartridge was successfully loaded after the pump was reset. Subsequently after the pump reset, the pump time became inaccurate. The customer corrected the time to resolve the issue. The customer's blood glucose level was 92-102 mg/dl.